Event description:
After removing the bag from the body, we noticed a piece of the bag missing. It had snapped from the string of the bag and was left in the body. The surgeon had to reinsufflate the patient in order to visualize the missing piece of the bag and retrieve it.